Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device interrogation the patient noted the implantable cardioverter defibrillator (ICD) had been emitting tones periodically. Upon interrogation a check shock lead message was seen. It was noted that the ICD and right ventricular (rv) lead exhibited a single high out of range shock impedance measurement of 165 ohms one month earlier. The impedance measurement has been trending in the 105 to 80 ohms and has been very stable. Boston scientific technical services (ts) discussed the option of performing isometrics. The patient was brought into the office and isometrics were performed with no significant finding. It was noted that the physician would continue to monitor the patient. At this time, the rv lead and ICD remain in service and no adverse patient effects were reported.

Event description:
Boston scientific received information that during a device interrogation the patient noted the implantable cardioverter defibrillator (ICD) had been emitting tones periodically. Upon interrogation a check shock lead message was seen. It was noted that the ICD and right ventricular (rv) lead exhibited a single high out of range shock impedance measurement of 165 ohms one month earlier. The impedance measurement has been trending in the 105 to 80 ohms and has been very stable. Boston scientific technical services (ts) discussed the option of performing isometrics. The patient was brought into the office and isometrics were performed with no significant finding. It was noted that the physician would continue to monitor the patient. Additional information received indicates that the patient received several appropriate shocks for vt storm. It was decided to place external pads and the patient received external shocks. The ICD was explanted and replaced, while the rv lead remains implanted. No additional adverse patient effects were reported.